Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced a ¿controller error¿ alarm during the night. The rn stated that the automated impella controller¿(aic) screen went blank for approximately 1 min but denies loss of support or change in hemodynamics. There was no harm to the patient reported as a result of this incident.

Manufacturer narrative:
The investigation has been completed. No product was returned. The cause of the issue was not determined since the issue could not be reproduced.